Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The healthcare professional (hcp) confirmed that the patient developed an infection and abscess at the pod¿s insertion site (leg). The patient reported inflammation and pain within the first 24 hours of pod wear.